Event description:
It was reported that device movement/shift and leak occurred. A left atrial appendage (laa) closure procedure was performed, and a 35mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. The patient had a routine 45-day follow-up and it was determined the device had shifted proximal, resulting in a leak. The patient will continue on oral anticoagulation. No other interventions are planned.